Event description:
It was reported that there was debris on the patient interface with patient contact. No patient injury and/or complications were reported. No additional information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section e1 (B)(6). Section h3-other (81): a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.

Manufacturer narrative:
Additional information: section d4 expiration date: march 9, 2025. Section h4 device manufacture date: march 9, 2023. Device evaluation: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.